Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a ureteroscopy, the basket of an 'ncircle tipless stone extractor' stopped coming out of the sheath. Another same type device was used to extract the kidney stones. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. There were no consequences to the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: h6 (annex a and annex g). Investigation ¿ evaluation: it was reported that the basket of a 'ncircle tipless stone extractor' stopped opening during a ureteroscopy procedure. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Reviews of documentation including the complaint history, device history record (DHR), manufacturing instructions, and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One device in opened packaging was returned to cook for investigation. Upon visual inspection, it was noted the support sheath had pulled free from the basket sheath glue bond. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other event associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the sheath separation was not established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.